Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty fan in the lamp housing. However, the specific cause of the faulty fan in the lamp housing was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the emergency lamp kept turning on, but no error code was reported for the evis exera iii xenon light source. The procedure was completed with between a 5 to 10-minute delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, during the process the customer¿s allegation was confirmed, the lamp does not light and emergency lamp was blinking. Additional findings include the following: bottom chassis, front panel chassis, front panel inside board and top cover are corroded, heavy dust inside unit, the lamp keeps getting hot and turning off the unit and beeping noise¿ due to faulty lamp housing fan and clogged air vent, and bad scope socket debris inside. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available. This report is related to and linked to the following patient identifiers and submitted medwatch¿s:(B)(6).